Event description:
The manufacturer was notified on (B)(6) 2016, that a mitroflow valve was explanted after 4.35 years due to aortic prosthesis severe stenosis, with very degenerative changes; max. Ao gradient 98 mmhg and mean 70mmhg. The valve was replaced with another bioprosthesis.